Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet. The following is the results of the investigation: . Performed a visual inspection of the returned item and found it to exhibit signs of repeated use, has fractured on the medial side of the post feature and the post has fractured off all pieces were not returned reference attached photographs. The device history records were reviewed for deviations and/ or anomalies with no deviations/anomalies identified. Investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. A notification was sent to the field in 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice (reference z-2578-2014). Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the trial articular surface broke while being sterilized in spd. The reporter indicates no additional information is available.